Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with broken battery cap, cracked display window corner and blank display due to moisture damage on electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. The customer stated the batteries are only lasting two days. The customer was sent a replacement battery cap, but the blank display is reoccurring. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.